Manufacturer narrative:
Model number/catalog number: 72404155 serial number: n/a batch/lot number: 1100623705 model/catalog description: reservoir 65 ml pc/iz unique identifier (UDI) #: (B)(4) the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) exhibited pump related issues. The patient stated that the device took longer than expected to inflate and required an unsatisfactory amount of pumping. A surgical procedure was performed; however, no device issues were identified. It appears that the issue was related to the patient's difficulty operating the pump. The ipp was explanted and no patient complications were reported.